Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # 677a76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, with the jaws and trigger in the close position. Also, the knife was noted partially advance, the knife reverse switch was activated and the knife returned to the home position as expected. One gst45b reload loaded on the device. The reload was received partially fired 1/10. In addition, another gst45b reload was received fully fired. The returned device and reload (a) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported of cartridge missing staple and would no staples could not be confirmed as the reload contained the remaining drivers down with staples present. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 677a76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2023.

Event description:
It was reported that the stapler fired with new reload but no stapler in cartridge's. It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
Batch # unk. Additional information was requested, and the following was obtained: 1. Source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? 2. Did the device deliver any staples? No staplers were delivered upon firing. If yes, were the staples formed properly? If yes, was the staple line complete? 3. Did the device cut? Yes device was cut. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown 4. Was there any difficulty opening the device? No difficulty. Surgeon opened the jaws as per normal when knife blade returned to housing if yes, how was the device removed from the patient? If yes, did the jaws eventually open? 5. Is the current patient status known? Unknown. 6. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. 7. Has the complaint device returned to service centre? Yes. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows the closed jaws of a device with a loaded blue reload, also an apparently fully fired blue reload was observed. Based on the photo the event described not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x94j5j, and no non-conformances were identified.